Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): preliminary testing revealed a no output condition when programmed ddd ventricular bipolar pacing and atrial unipolar pacing. Ngt testing revealed anomalous output conditions. The no output condition at functional test was the result of lifted hybrid bond wires. Lifts occurred post explant. Analysis of the automatic lead diagnostic data found the ventricular lead measured an open (B)(6) 2010 and the atrial lead measured an open on (B)(6) 2010. The explant date is unknown. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High atrial impedance/resistance and atrial lead recorded as open on (B)(6) 2010. High ventricular impedance/resist and ventricular lead recorded as open on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): preliminary testing revealed a no output condition when programmed ddd ventricular bipolar pacing and atrial unipolar pacing. Ngt testing revealed anomalous output conditions. The no output condition at functional test was the result of lifted hybrid bond wires. Lifts occurred post explant. Analysis of the automatic lead diagnostic data found the ventricular lead measured an open (B)(6) 2010 and the atrial lead measured an open on (B)(6) 2010. The explant date is unknown.

Event description:
It was reported that both leads the ventricular and atrial leads showed high impedance values. The leads remain in use. No patient complications were reported as a result of this event. The device was replaced due to the field advisory. The device was returned to the manufacturer, analyzed, and tested out of specification.

Event description:
It was reported that both leads the ventricular and atrial leads showed high impedance values. The leads remain in use. No patient complications were reported as a result of this event.